Event description:
Procedure performed: lap gastric sleeve. Event description: rep was informed of an event involving a ca500 clip applier. The rep was not present for the case but was told that the device experienced no clip loading. Product is available for return. Product available for return. Additional information was received via email on 27oct2023 from [name], account manager iii, applied medical. The clip was not loading at all. A clip never sat into the jaws. No pressure was applied to the trigger while moving through the trocar. No clip was loaded prior to the devices insertion/removal through the trocar. No clip was manually removed. There was no patient injury and the patient is doing fine. The case was completed with a new clip applier. Patient status: no patient injury. Intervention: replaced with a new one to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap gastric sleeve. Event description: rep was informed of an event involving a ca500 clip applier. The rep was not present for the case but was told that the device experienced no clip loading. Product is available for return. Product available for return. Additional information was received via email on 27oct2023 from [(B)(6)], account manager iii, applied medical. The clip was not loading at all. A clip never sat into the jaws. No pressure was applied to the trigger while moving through the trocar. No clip was loaded prior to the devices insertion/removal through the trocar. No clip was manually removed. There was no patient injury and the patient is doing fine. The case was completed with a new clip applier. Patient status: no patient injury. Intervention: replaced with a new one to complete the case.